Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump date was off by one day, cause was not known. Reportedly, the customer corrected the date to resolve the issue. Additionally, there were missing data points on the continuous glucose monitor graph despite actively displaying cgm readings. The customer's blood glucose was 90 mg/dl. Although requested, the customer declined troubleshooting.